Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced difficulty connecting the cable into the usb port which caused issues with charging the pump battery. Customer¿s blood glucose was not impacted due to the reported issue. Reportedly, the customer did not have alternate insulin therapy available and declined further follow up from tandem technical support.